Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad and tactile changes issue. The up/down/ok buttons all produce a delayed response. In addition, they must be pressed several times or in a specific manner to elicit a response. The issue was first noticed in (B)(6) 2012. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the keypad. During testing, the contrast keypad button was intermittently unresponsive and required multiple presses with increased force to engage; this has no effect on insulin delivery function. All other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, a crack was found along the battery compartment; however, no evidence of moisture damage was present in the battery compartment.